Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon was using ets to transect a broad ligament. The first staple was fine but upon loading the second reload cartridge, the surgeon noticed that a pin just behind the ets jaw had dislodged, moving the anvil head section of the jaws out of the normal location and rendering the device unusable. The surgeon used another ets endocutter to complete the case successfully. There was no consequence to the pt.